Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011; inratio: 1.4; poc meter: 2.8; lab: (results within 2 hours). Date: (B)(6) 2011; inratio: 1.3; lab: 2.9 (results within 1 hour). Pt's target therapeutic range is 2.0-3.0.